Event description:
It was reported that device is not holding a seal. Have tried to maintain a seal on several occasions, but will not obtain a seal. There was no patient impact reported. A back up device was available to be used.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The new information states that there was no patient involved, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.